Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6 fr angio-seal vip was returned for product evaluation. The sheath was returned mated with the locator. Visual inspection revealed that the locator was found to be properly mated with the hemostasis sheath. No gross anomalies were observed with the drip hole or the blood inlet hole of the arteriotomy locator. The alignment of the blood inlet holes was checked, and no obstructions or anomalies were noted. The drip hole was checked for flash or other obstructions and none were found. There were no outward signs of damage or deformation on the returned components. No other visual anomalies were noted. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.023" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.055" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.037" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. Functional testing was performed. The locator/ sheath assembly was flushed with water and the water flow was confirmed. No functional anomalies were noted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the backflow of blood was not observed from the drip hole when the angio-seal assembly was inserted into the artery. The device was then removed and replaced with another angio-seal device from a different lot to continue the hemostasis procedure. Subsequently, the hemostasis was successfully achieved. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no health damage for patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.